Event description:
It was reported that; surgeon was removing a pedicle screw using the and the tip of the driver broke off during a revision. Update (B)(6) 2016: revision surgery was to remove the screws at l4-s. There was a broken screw at s1. Then tlif l3-l4. The. Reinsert screws from l3-s1 using competitor's screws.

Manufacturer narrative:
Method: risk assesment. Result: the customer reported event of an unknown_spine screw main body fracture post-op was confirmed via correspondence. No lot number was provided, so a manufacturing record review could not be performed. Because the broken screw was thrown away and insufficient information on the patient and the operative process were received by stryker. The primary surgery was performed in 2006, about 10 years ago conclusion: the root cause could not be determined conclusively.

Event description:
It was reported that; surgeon was removing a pedicle screw using the and the tip of the driver broke off during a revision. Update 6/22/2016: revision surgery was to remove the screws at l4-s. There was a broken screw at s1. Then tlif l3-l4. The. Reinsert screws from l3-s1 using competitor's screws.